Event description:
Reportedly, the status led of the subject home monitor remains orange.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20190906 - file-2019-02125 - analysis_and_closure_report_resp-2019-01284.pdf].

Event description:
Reportedly, the status led of the subject home monitor remains orange.